Event description:
It was reported that the system was not booting up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.